Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient experienced a loss or change of therapy. Both the patient's implantable neurostimulators (ins) were dead. She denied seeing any warning screens. The patient did not check the devices but knew they were dead because she stopped feeling stimulation and was now in pain. This occurred about two months ago in 2016. Additional information was received from a patient. It was reported the stim on the right side being used for bladder was giving what the patient described as an electric shock. The patient turned it off with the patient programmer (pp) and was still getting no relief. They agreed to call their healthcare provider (hcp) and noted that they were in so much pain that if they didn't call back they were going to the ER. MFR report number: 3004209178-2016-09992.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting that an ins was removed in 2016 however patient did not remember exactly, only that the ins was dead in 2016. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(6), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the dead ins, not feeling stimulation, shocking, and pain were not determined. The hcp also noted that the old leads were not functioning. No further complications were reported or were expected.

Manufacturer narrative:
The other applicable components are: product ID 3058 serial(B)(4) implanted:(B)(6) 2011 product type implantable neurostimulator product ID neu_unknown_lead lot# unknown product type lead product ID 3058 serial(B)(4) implanted: (B)(6)2011 product type implantable neurostimulator this event was also reported under manufacturer report #3004209178-2016-09992. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the leads not functioning was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.